Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi 8015 failed battery test battery pack- low capacity bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 failed battery test account name: peak medical resources account #: (B)(4) asset name: 8015 pcu b/g v9.12.40 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: eduardo had a pcu8015 sn (B)(4) failed battery test. When he connected to system maintenance software and performed battery status test (rtc failure on the battery). He said new battery was replaced. It was only 1 year old and it was bd/carefusion approved battery. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: eduardo confirmed he had a "third party battery" on the pcu prior to new (carefusion approved battery) battery replacement. I told eduardo third party battery may have caused damaged on a power supply processor board. Therefore, he should replace new power supply board. Because this pcu with 4.7" display is end of life and end support, eduardo will retire it. Ref:_00d30y0yr._5000l1ki8iy:ref